Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. (B)(6). One (1) 8 french angio-seal device was returned for product evaluation. The returned sample included the hemostasis sheath, arteriotomy locator, and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned separate and were able to be fully mated. The distal tip of the sheath was inspected and found to have been deformed. No other damage or issue were noted. The sheath and locator were returned separate and were able to be fully mated. The distal tip of the sheath was inspected and found to have been deformed. An investigation was previously requested from the manufacturing facility due to deformation at the distal tip. The investigation was performed, and a corrective and preventative action was opened for further investigation. As a result, the complaint was confirmed for a sheath deformation. The exact root cause could not be determined. Review of device history record showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Event description:
Terumo medical received the following information: after completion of a peripheral vascular examination via 5 french sheath, the physician used the angio-seal for vascular closure. A pre-deployment angiogram was performed. Prior to deployment, the physician used echo to confirm whether the location was suitable for angio-seal placement. After assembling the sheath and locator, the physician attempted to advance the device into the vessel to perform the blood return test. However, resistance was encountered during insertion, and the device could not be advanced into the vessel for unknown reasons. The physician attempted multiple angles and maneuvers, including different angles and rotational maneuvers; however, was still unable to insert the angio-seal device into the vessel. A new angio-seal device from the same lot was then opened and advanced smoothly and allowed successful completion of hemostasis. The replacement device was successfully advanced into the vessel, and the procedure was completed without issue. The patient experienced no adverse effects, and no blood loss was reported. No concomitant medical products were used. The angio-seal was used solely for hemostasis, and the procedure performed that day was only a routine peripheral diagnostic procedure.